Event description:
It was reported that the auto-compensating function on the 6600 system does not seem to work very well. It was noted that a lot of adjustment to contrast/brightness is required. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and reported back into service.